Manufacturer narrative:
The insulin pump did not alarm with a button error during testing; all the buttons functioned properly. No moisture damage or corroded keypad traces were noted. However, the a connector at the lcd board was found unlocked. The following cosmetic damage was also found: cracked reservoir tube lip, minor scratches on the lcd window, and a cracked case at the display window corners. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error and that none of the buttons were working. The patient's blood glucose at the time of incident was 280 mg/dl. The customer stated that the button error occurred after he delivered a bolus. Troubleshooting was initiated for the button error alarm. The customer confirmed that he has been having issues with the buttons for months. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.